Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lens was returned in a ziploc bag, in a vial, in liquid. Visual inspection found no visible damage to lens. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm micl 13.2, -7.5 diopter, implantable collamer lens into the patient's eye on (B)(6) 2019. The lens was removed and replaced on (B)(6) 2019 for a shorter length lens due to excessive vault. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.